Event description:
Report received of an independent rate change following a low battery alarm and the pump subsequently being plugged into ac power. An adult patient was being transferred to the cardiac catheterization lab. When the patient arrived in the cardiac catheterization lab's holding area, the pump sounded an audible alarm that indicated low battery and the display screen on channel c went blank. The nurse then plugged the pump into ac power. The nurse noted that when pump was powered on with ac power, the rate on channel c of the pump changed. The solution infusing and the specific pump settings were not provided. The nurse reprogrammed the pump to the intended settings. When the patient was taken into the cardiac catheterization lab, the pump was exchanged and removed from clinical service. The patient did not experience any adverse effects. Though requested, there was no further information available.